Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal ¿2,000.0 microgrammes¿ via an implantable pump. It was reported that the patient¿s pump, after telemetry, gave this information: stopped pump, pump shut off for: 506 hours and 38 minutes. The estimated elective replacement indicator (eri) was 1 month. It was noted that ¿only the interrogate pump can be done.¿ as a precaution, the patient was hospitalized. The hcp was going to remove the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. The patient status was alive ¿ no injury. The logs indicated that the eri occurred on (B)(6) 2086 04:06 and the end of service (eos) occurred on (B)(6) 2087 04:06. The stopped pump period may exceed tube set message was seen on (B)(6) 2087 04:07. The pump stopped due to stop command occurred on (B)(6) 208 06:15. The pump stopped due to off state message occurred on (B)(6) 2087 06:15. The logs indicated that the estimated eri was <(><<)> 1 month. The patient¿s medical history included spasticity after a stroke.

Event description:
On (B)(6) 2016 the representative further reported that the physician implanted a new pump in the patient and ¿he is good (stablished)¿. The pump was sent in (B)(6) for return to the united states.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4) , found no significant anomalies. End of service occurred due to time progression. The pump was received in off state. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.